Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and perforation from one of their leads. The right ventricular (rv) lead remains in use and the patient will be monitored. No further patient complications have been reported as a result of this event.